Event description:
The customer stated that she received back to back readings of 200 mg/dl and 97 mg/dl. The different between these readings falls in the "c" zone of the parkes error grid, making the different clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.